Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated that she pressed go to start therapy accidentally and connected and then pressed go again in error. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine, and then se 2367 alarm occurred. The tsr advised the hp to start over again using new supplies. The hc unit was operational. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report. Product surveillance received a return call from the home patient (hp) on (B)(6) 2011 regarding the reported system error. The hp stated that she pressed go to start therapy accidentally and connected and then pressed go again in error. The hp stated that she changed out with all new supplies and therapy went fine. The hp was advised to contact her nurse to let her know about the error. There was no patient injury or medical intervention associated with this report.